Manufacturer narrative:
(B)(4). Date of event is 2022, event day and month unknown. Batch #730a30. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with the anvil bent upwards and with an ecr60g reload loaded on the device. The reload (a) was received fully fired with some b-formed staples on the reload deck. In addition, four ecr60g reloads were received. The reloads (b and c) were received fully fired with some b-formed staples on the reload deck. The reloads (d and e) were received partially fired 1/16. No functional test was performed due to the condition of the device. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot and batch number, and no non-conformances were identified.

Event description:
It was reported that during a rectum resection operation, echelon was used. The first firing went without problems but during second firing the instrument got stuck and didn't allow to fire further. Reverse button was used to open the jaws. Instrument was discarded as well as the reload and operation continued with new device w/o any problems. Surgery was delayed 10 minutes and was completed successfully with no patient consequences reported.